Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. The patient cycled the power on the device to clear the alarm. During the troubleshooting, it was reported that there was a loose connection with the line of the homechoice cassette. The patient cycled the power on the homechoice device to clear the alarm. The technical service representative had the patient check the alarm log where this alarm was noted. The therapy was re-set and the patient was told to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.